Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and a reduced biventricular pacing percentage. The clinician suspected the noise could be capturing valve movement. Boston scientific technical services (ts) reviewed the events stored in the latitude system and observed artifacts in both the right ventricular (rv) and left ventricular (lv) channels. The noise resulted in frequent episodes of pacing inhibition, which led to the observed lower pacing percentage. Ts recommended checking the patient in-person to test lead integrity for both the rv and lv leads. A field representative confirmed the patient was scheduled for lead provocation testing and mentioned the patient intermittently uses a earthing mat; therefore, a potential electromagnetic interference will also be evaluated. The system remains in service. No additional adverse effects were reported. Additional information reported the patient was checked in clinic. During the visit, the patient mentioned feeling phrenic nerve stimulation since implant but described it as tolerable. New noise episodes were captured since the initial allegation was made. Provocation maneuvers were performed, including manipulation of the device. No asystole was observed during testing and no movement led to oversensing. The physician suspected noise could be attributed to lead position and loss of slack. X-rays were performed and the patient will continue to be monitored. The system is implanted in the right side of the chest as the patient underwent lymph nodes removal on the left side, the patient is currently in stage four cancer. A comparison of the x-rays of the patient taken post-implant and on the most recent in-clinic visit, show a slight movement from the lv lead. Ts analyzed the stored events and the x-rays provided and concluded the evidence suggests a potential lead impairment. Lead testing was recommended. However, field representative stated the treating physician is not planning to intervene due to the patient cancer treatment.